Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection adn erosion with sepsis. The pacemaker was repositioned and reused as an external temporary pacing device. There were no additional adverse patient effects reported. This pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. This supplemental report is being filed to correct the entry in h10: additional MFR narrative and to capture the explant date of the device.

Event description:
It was reported that this pacemaker was part of a system revision due to infection adn erosion with sepsis. The pacemaker was repositioned and reused as an external temporary pacing device. There were no additional adverse patient effects reported. This pacemaker remains in service. Additional information received indicates that this pacemaker was successfully explanted. There were no additional adverse patient effects reported.